Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the pump shut off unexpectedly. Subsequently, the customer connected the pump to a power source to charge and the pump turned on, however the pump was frozen on the unlock screen. The customer's blood glucose level was 227 mg/dl. Reportedly, the customer had an alternate pump available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown issue was verified, however the unresponsive touchscreen issue could not be verified. Additionally, a different issue was identified.